Event description:
"Trying to deploy a bard inc filter g2 lot #gfph4490. The filter would not completely exist the sheath. After much manipulation the filter pio release. Upon the sheath regional the delivery sheath separated with a 4mm pistal piece of sheath being left in the pt. The piece migrated to the left lung.